Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as pre-existing condition of body habitus and the lifevest is exacerbating the symptoms. There was no alleged device malfunction contributing to the irritation. The patient is a nurse and applied a powder on the area for the skin irritation. Follow up indicated that the skin irritation improved.